Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds) with stent. The stent and balloon were microscopically and visually examined. The balloon was tightly folded with stent secure on the balloon. There were numerous kinks throughout the device. The distal end of the stent was damaged with flared, bent and overlapping struts. The distal tip was damaged. Functional testing was performed by prepping the device with an inflation device filled with water and connected to the inflation port to inflate the balloon and deploy the stent. The balloon was inflated and the stent was deployed with no issues or difficulties. The catheter maintained constant pressure, there was no indication of any leaks or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 14-feb-2017. It was reported that failure of the stent to deploy occurred. Vascular access was obtained via the femoral artery. The stenosed target lesion was located in the left renal artery. A 4.0mmx19mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, despite multiple attempts, the stent would not deploy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.